Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: flooding of the equipment's scope connector, or a short circuit or continuity failure occurred in the electrical board of the plug unit inside. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited scope communication error b30 due to damage to the charge coupled device (ccd) unit and corrosion on the video plug. There was no patient involvement.